Event description:
An eyecare practitioner reported that pt presented to an emergency room in 2005 with complaint of discomfort in left eye and wearing right lens only, was diagnosed with a corneal abrasion, and was patched with no medications. Pt returned 2 days later with an advanced central conreal ulcer, moderate pain and an anterior chamber reaction. The pt was hospitalized for 4 days and treated with oral & fortified topical antibiotics. The outcome was extensive scarring and vision reduction to finger-counting at 6 to 12 inches, which will necessitate, a corneal transplant. Eye culture was done by attending physicians, but results have not been made available. Pt fit with o2optix lenses about 1 year ago and wore on flex wear schedule. No lens care information or any other pt history available. Request has been made for additional information, however no additional information is available.